Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the left anterior descending artery. After the 2.0 x 12 mm mini trek balloon was placed in the anatomy it was observed in the hub area that the shaft had separated. The device was removed from the patient without issue and replaced with another of the same kind which was used successfully for the case. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.